Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the surgeon opened the packing bag, he found that the c ring detached from the cannula. Immediately they called the local distributor to complain and ask him to bring another one for replacement. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that half of the c-ring and the scope washer tube were missing from the cannula and not returned. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).